Event description:
It was reported that tfna helical blade perf l95 tan and unk - guides/sleeves/aiming: sleeve were involved in an intra-operative event during a trauma procedure. The reported failure involved the blade being impacted through the femoral head and the prong of the sleeve being driven into bone. The implants were implanted. The event resulted in a 30-minute surgical delay and required additional medical intervention, including several c-arm images. No invasive medical or surgical intervention was provided for the reported bone injury.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E1. Initial reporter address line 1: (B)(6).